Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for an explant procedure was due to patient was no longer wanted to use the device.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.